Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer blood glucose level was 426 mg/dl at the time of incident and the current blood glucose of the patient was 600 mg/dl. Customer stated that the drive support cap appears normal. The customer experienced symptoms such as thirsty. The customer was treated with insulin pump and injection. Customer report customer does not allege pump was under delivering. Customer stated that they using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. The insulin pump will not be returned for analysis.